Manufacturer narrative:
Multiple attempts were made to retrieve the event date however, no information was provided. If information were to become available, the claim will be updated accordingly. (B)(6).

Event description:
Failure to osseointegrate.